Manufacturer narrative:
Device information in complaint details: 1063051 c-pap nasal mask (large) ¿ ref (B)(4) and lot: 200903. Same patient, additional device (mask) captured in complaint ra (B)(4) h3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to a af811 oro-nasal mask. The patient alleges while in use, the safety valve closes on a spontaneous breath on the nasal mask. At the time this issue occurred, use of the device was stopped and restarted. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.